Event description:
Crna using reprocessed mask from (B)(6). Became short of breath and unable to breathe when wearing reprocessed mask. New mask given, no further problems reported. FDA safety report ID# (B)(4).